Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient had necrosis or some sort of hyperpigmentation over the implantable neurostimulator (ins) site. The reporter stated that the leads and ins were removed six months before the report. It was reported that the patient was being seen by her family physician and they thought it was an infection and started antibiotics. It was noted that there was no improvement and the patient saw a wound care nurse. It was reported that the wound care nurse determined that it was not an infection. Additional information has been requested but was not available as of the date of this report.